Event description:
A nurse reported four pts presenting with endophthalmitis following intraocular lens (iol) implant surgery. She reported that the pts are being treated with medications and their visual acuities are affected. All pts are unilaterally implanted. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second model of iol that is implanted in two of the four pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info has been requested. This report was mailed to FDA on: 08/05/2009.